Event description:
Interference/noise, oversensing, inappropriate therapy

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Brand name is sprint quattro., manufacturer name/address providedmodel 6944. Implant date is 2002. Explant date is 2005.